Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while the patient was having an MRI scan. The device was replaced by another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and it was possible that the device was temporarily affected when the patient was having the MRI scan. The device's motor blower, stirring foam, and forty-three (43) microns filter were replaced to address the issue. After replacing the parts, the final and run-in tests, along with the battery and valve checks were performed on the device. The device was operational and cleaned.